Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood observed inside the balloon indicting that there was a balloon leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 3 mm from the distal end of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A target lesion was located at left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured 12 atmosphere (atm). Subsequently, another 2.75 mm wolverine was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A target lesion was located at left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured 12 atmosphere (atm). Subsequently, another 2.75 mm wolverine was used to complete the procedure. No patient complications were reported.